Event description:
It was reported that the insertable cardiac monitor (icm) was dislodged and fell out of the patient pocket at home. The device was lost. Another icm was implanted successfully. No adverse patient effects were reported.